Event description:
It was reported, that patient experienced pain at ipg site. Surgical intervention was undertaken on (B)(6) 2024, wherein the ipg was repositioned. Therapy was restored post-op.

Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided, a device problem was not identified. As a result, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined.